Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left chest eroded with small hole from the previous 2006 capped right atrial and right ventricular leads. Both leads were extracted on (B)(6) 2018. Patient condition was stable.